Manufacturer narrative:
(B)(4). Physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and determined the cause for the reported incident to be a failure of the power supply module's ac power supply, transistors q1 and q2 were shorted and fuse f1 was open. There were no failures found relating to the battery operation.

Event description:
It was reported that the device ac mains led was not illuminated and the installed batteries failed to charge on ac power. Physio-control evaluated the device and found that the device would not power on ac or dc power.